Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb. Reportedly, the end of the usb cable was bent at the tip where it plugs into the pump's usb port. The pump charges intermittently. The customer¿s blood glucose level was 126 mg/dl.